Event description:
Additional information received reported that the patient did the magnetic resonance imaging on the date of this report. The motor stall also occurred on the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump motor stall occurred without recovery. A motor stall was confirmed in event logs with no motor stall recovery recorded. The motor stall was caused by patient having MRI or other medical procedure. The motor stalled at 11:40 and had not recovered at 14:15. It was unclear what the exact date of the stall was. At the time of the stall, the pump was in minimum rate mode and contained only saline, no medications; no patient symptoms were then reported. The pump contained saline, as prior to the pump stall, it was planned to have the pump electively removed. The removal was planned due to 'stress' on family regarding timing of obtaining refills for the medication in the pump. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).